Event description:
It was reported that right after priming the set and two minutes into blood transfusion, a leak was observed at the top of drip chamber. The event occurred in the systemic therapy unit. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the set leaked at the top of the drip chamber was confirmed. Functional testing observed a leak from the engagement between the tubing to the blood filter inlet port. Visual inspection of the as-received blood set observed blood on the surface of the drip chamber¿s blood filter cap inlet ports and spikes. No other anomalies were observed with the set. Closer visual inspection under a lab microscope of the tubing observed insufficient solvent at the engagement between the tubing and drip chamber port. The tubing was measured and observed to be within specification(s). The root cause of the leak was a manufacturing issue of insufficient solvent at the engagement between the tubing and drip chamber port.

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, lot: w9l19c4, exp: mar21, 0.9% sodium chloride injection; therapy date (B)(6) 2020. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Per previous discussion with the customer, it is their policy not to provide patient demographics.

Event description:
It was reported that right after priming the set and two minutes into blood transfusion, a leak was observed at the top of drip chamber. There was no patient injury. The event occurred at systemic therapy unit.